Event description:
The patient reportedly was a non-user of the cochlear implant and requested to be explanted. Testing performed confirmed that the device was functioning. The patient's device was explanted. There are no plans to reimplant.